Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to inappropriate or inadequate reprocessing procedures. The event can be detected/prevented by following the instructions for use which state the following: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspect the air-feeding function and the objective lens cleaning function." 2) "caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter after each patient procedure. Flush the air/water channel with detergent solution." 3) "if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the incident occurred prior to a procedure on (B)(6) 2022.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there was foreign material stuck in the nozzle. This impact¿s the air/water flow. The user¿s complaint was confirmed. Other incidental observations for the device are: distal end cover (c-cover) has less insulation threshold; light guide rod lens is cracked; charge couple device (ccd) cover lens is chipped ; ccd cover lens is scratched ; c-cover has damage; distal end rubber coating (a-rubber) glue is chipped; bending tube is deformed; insertion tube insulation near threshold value; connecting tube passive bending has scratch pocket pouch; control unit coil pipe plate is broken; air /water nut has painting peel off; suction cylinder nut has painting peel off; universal cord has buckles; plug unit is cracked; light guide cover glass is scratched; there is knob play and less angulation; and zoomcable dual focus has no function. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of air/water flow issues from the air/water flow system. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was foreign material stuck in the nozzle. This medwatch is being submitted for the reportable issue of foreign material stuck in the nozzle as observed during device evaluation.